Event description:
It was reported that during a device check, noise reversion alerts on the ventricular lead were displayed on the egm. Therefore, the lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
External insulation abrasion was noted at 23.8-24.1cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.